Manufacturer narrative:
The device and pads were returned to zoll medical corporation. Review of the device log shows no abnormalities on the reported event date of (B)(6) 2020. There is only one single shock event on the event date during patient use at a device setting of 150j with an energy delivered of 176j which is within specification. We can determine through the measured patient impedance that coupling between the patient and the pads was poor. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Patient burns can be associated outcome with defibrillation events and is identified in labeling as an expected risk. The device passed full functionality and stress testing. All shock testing was within specification using the returned pads. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while defibrillating a female patient (age unknown) in cardiac arrest, an arc was heard from the electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.